Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 07/26/2018 stating that noise was noted on this lead. And lead safety switch was note done (B)(6) 2018. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).